Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation of returned device found evidence that suggests the screw was over-torqued into the cup. The user facility was notified of the event on (B)(6) 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. (B)(4).

Event description:
It was reported that patient underwent hip arthroplasty on (B)(6) 2011. During the procedure, the surgeon noticed that the screw fractured and disassociated from the trial liner. The surgeon was able to retrieve the fractured pieces from the surgical site. The procedure was completed with no reported injury to the patient or delay in the procedure.